Manufacturer narrative:
Related medwatch reports: 3004193489-2013-00122, 3004193489-2013-00123, 3004193489-2013-00125, 3004193489-2013-00126, 3004193489-2013-00127, 3004193489-2013-00128, 3004193489-2013-00129.

Event description:
Information received via mail on (B)(6) 2013, from (B)(4) attorney at law regarding the alleged "...as a result and consequences of the excessive insulin intake that mr. (B)(6) suffered from increased confusion and on occasions difficulty speaking and went into "...white-out" episodes at least 6-8 times." Mr. (B)(4) did not provide any further information regarding the serial number and the test strip lot number involved in the alleged incidents. Meter and test strips will not be returned for evaluation.